Event description:
It was reported that during a low anterior resection procedure, the staples came out but didn't shape, didn't close. After that, the reload was changed but it didn't work either. The staples came out but didn't form into b. One device is being returned.